Manufacturer narrative:
(B)(4). Batch #unk. As a lot/batch was not provided, a device history could not be performed. Additional information reported: "did the patient have permanent damage?" No. "Did the patient need hospitalization or had hospitalization prolonged due to a product problem?" No. "Did the patient need to be re-operated to avoid or correct any damage?" No. "Did the patient have any serious damage?" No.

Event description:
It was reported that during a cholecystectomy, during use on the patient doctor used the device to ligate the vesicle ducts during the procedure. Once he applied the staple / clip closed, then made another movement and opened the clip (it was not kept closed). Another type of clip was used.